Manufacturer narrative:
D4: lot #: potential lot numbers reported: h24j28045, h24a17046, h23l20049, h24c13090 e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the white twist clamp (sleeve) of a minicap transfer set; further described as ¿the twist clamp became separated from its correct location on the extension set due to the internal grasps being damaged and broken. Looks like there are 4 little grasps and 3 have become loose and separated, leaving only 1 remaining, which resulted in the twist clamp not working and not able to close. As a result the patient at home could not close off extension set and disconnect without fluid from abdomen leaking out through the extension set¿. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter phone no (B)(6). Correction made to f10/h6: medical device problem codes: remove a050401. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection was performed and broken occluder feet was observed. Clamp function and clear passage testing was performed and there were no issues observed. Leak testing was performed and a leak through a closed clamp due to broken occluder feet was observed, causing the twist clamp to separate from the main body. The reported condition was verified. The cause of the broken occluder feet is undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.